Event description:
In 2005 the lay user/pt contacted lifescan alleging that his one touch ultra meter had a power issue and would not turn on. On an unk day in 2005, the pt reportedly experienced symptoms of "fatigue, blurry vision, dizziness, and weakness." He stated that the meter was fairly new and was working fine up until the day of the incident when he was eating supper. He tried testing himself using his meter but was unsuccessful since it would not turn on. At some point he lost "consciousness." His wife tried testing his blood again but had the same power problem. His wife then treated him by inserting "grape juice" into his mouth and underneath his tongue. She called the paramedics who arrived within 30 minutes of him "passing out" and tested his blood glucose using an unspecified meter. They obtained a reading of 28 mg/dl and gave him "high-powered cream" orally. The paramedics left after he regained consciousness. The pt was not hospitalized. The pt takes 25 units of humulin n insulin everyday in the morning before breakfast and at night before dinner. He admits to taking his daily doses of the humulin n the day of the event. He also takes sliding-scale "r" insulin but denies taking any on the day of the incident. The pt also stated that he has a set diet of eating only the following items; brown rice; fish, salad, fruit, vegetables, nuts, and oatmeal. He also walks 3-4 miles every morning at around 7:00 am. The meter and test strips were replaced. This complaint is being reported due to the pt developing symptoms, the meter not turning on, and the pt requiring medical intervention.